Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin infection which required medical intervention cannot be ruled out. Skin infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 38-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2025. On (B)(6) 2025, novocure was informed that on (B)(6) 2025, the patient developed a small wound on the back of her head at the right lower side near her right ear, which became infected. The patient consulted a nurse, received a prescription for oral flucloxacillin, and was advised to temporarily discontinue optune gio therapy. The wound has reportedly healed, and optune gio therapy was resumed on (B)(6) 2025.